Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio=3.0, next day inratio = 2.0 (no lab draw). Customer uses the following therapeutic range: 2.0-3.0.